Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via chatbot that the brush head felt slightly loose when attached to the toothbrush handle. No injury was reported.